Event description:
Patient had a boston scientific device and said they were having problems with their external equipment. Patient said they called boston scientific and was told to call (B)(6). Patient provided "ipg" number: 768088 and confirmed ID card and external equipment said boston scientific. Dob: (B)(6) 1983. Agent redirected to call boston scientific again for assistance. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).